Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that resistance was experienced when pushing the framing coil inside the sl-10 microcatheter. Due to the resistance being too much, the physician pulled the pusher and found the coil separated from the pusher. The coil was replaced with another medtronic coil and complete the procedure without issues. No patient injury was reported as a result of the event. Prior to the event, the sl-10 microcatheter was set up in the aneurysm and then the coil was pushed and that was when the reported event occurred. It was reported the coil was stuck inside the distal segment of the microcatheter. There was no damage to the microcatheter, but there was damage to the distal pushwire segment. The reported device and any accessory devices were prepared as indicated in the IFU. The patient was undergoing embolization treatment of a unruptured saccular aneurysm measuring 7mm x 4mm located in the m1 segment of the middle cerebral artery (mca). There were no patient symptoms or complications associated with the event. There are no images for review. The patient¿s blood flow was normal. The vasculature was normal in tortuosity. Ancillary devices: stryker sl-10 microcatheter, penumbra neuron max 088 sheath.

Event description:
Additional information received reported that the coil was removed from the patient. It was stated that because the coil was blocked in the catheter, the physician removed the catheter system to remove the coil.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There was no implant coil or sl-10 catheter returned with the pusher. However, the sl-10 appeared to be compatible for use with the axium framing coil as it has an inner diameter (ID) of 0.0165". The proximal portion of the pusher appeared to be broken at the break indicator (manual detachment location); with the release wire was pulling back, indicative of manual detachment was attempted at this location. The ai, coupler tube, and positive load indicator are present and intact; indicative of the mechanical detachment was not attempted. In addition, the distal portion of the pusher also found to be separated along with the coin, lumen stop, retainer ring, shield coil and implant coil were missing and not returned. Kinks and bends were found along the length of the pusher. No other anomalies were observed. Based on the analysis performed, the axium framing coil was confirmed to have "coil premature detachment" as the implant coil appeared to be detached from the pushwire. However, the root cause could not be determined. The pushwire was found broken at the manual detachment location with the release wire pulling back. Breaking the break indicator and pulling back the release wire may have caused the implant coil to detach from the pushwire. In regard to "coil resistance in catheter", the customer complaint was confirmed as the returned pushwire was found to be damaged. It is likely that these damages occurred when the customer attempted to advance the axium frame coil through sl-10 catheter against the resistance. Possible causes of resistance include patient tortuous anatomy, lack of continuous flush and the use of damaged catheter. Since the distal portion of the pushwire, implant coil, and sl-10 catheter were not returned; any contribution of the distal portion of the pushwire and sl-10 catheter to the reported issues could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.